Event description:
Customer reported that the mesh was cut to size prior to implantation. Device was observed to partially delaminate while tacking in place. The surgeon continued to implant the device securing it with tackers. No adverse patient consequences were reported and the device remains implanted.